Manufacturer narrative:
Device received with no button response at up arrow button due to unlocked connector on lcd board. No button error alarm during testing. Device received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 401 mg/dl at the time of incident. Customer stated that the insulin pump up button does not work during bolus delivery. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 401 mg/dl and treated. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.